Event description:
During a knee arthroscopy with lateral release the tip of the electrode broke off in the soft tissue and was unretrieved (unable to locate). Coagulation set at 35. Procedure was completed using another product. No delay reported.